Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture was present when the proglide plunger was removed¿ was confirmed, as a needle to cuff miss was observed. A review of the lot history record identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices via an 8f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, there was no audible click when the proglide plunger was depressed and no suture was present when the proglide plunger was removed. Another proglide device was used with the same results. The sutures of two additional proglide devices were successfully preplaced. The sheath was upsized to 18f and the evar procedure was completed. The successfully preplaced sutures of the two additional proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy.